Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by nurse (B)(6), that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization over 700mg/dl. It was reported that the customer put their insulin pump on the top of their car and drove off with it still on the hood of the car. The customer was not wearing the insulin pump at the time of hospitalization.